Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that rotawire position was lost and the procedure was cancelled. 1.50mm rotapro and rotawire were selected for atherectomy procedure in the calcified proximal circumflex coronary. During the preparation, it was noted that the rotawire could not cross the body of the advancer. After multiple attempts, the physician exchanged with another rotapro device. However, the rotawire position lost and could not cross the lesion again. As a result, the procedure was cancelled and rescheduled. There were no patient complications and the patient was stable post procedure.